Event description:
Patient presented with a severe posterior angle (exact angulation unknown) and a "bubble" shape in the proximal neck. On (B) (6) 2009, access and deployment of a 28-16-120bl bifurcated device and a 34-34-80l proximal extension were uneventful. There was a slight intraoperative proximal type I endoleak that the physician felt would resolve itself after heparin reversal. Follow up CT revealed a persistent proximal type I endoleak. On (B) (6) 2010, the patient was treated with a 34-34-80l proximal extension and an aortic stent, which resolved the endoleak.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Use of device with severe angulation is off-label per indications for use.